Event description:
It was reported the patient was not able to adjust stimulation. It was stated the display showed a ¿call your doctor¿ icon and there was a power on reset (por) condition. It was stated when they tried to sync with the programmer post implant, they got a por message

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).